Event description:
It was reported that the patient became symptomatic as before the device was implanted, and the doctor was unable to interrogate the device. The device was explanted and replaced. It was reported the patient is doing well.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.